Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was difficulties with filling. It was noted that they could not push anything in and could only get out 10cc with extreme difficulties. It was noted that the device was never implanted a different product was used. The pump was going to be used to deliver gablofen.